Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Serial# unknown: explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had intermittent therapy effect and intermittent spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. During surgery, the indura catheter was aspired and cerebral spinal fluid (csf) could be aspired. The catheter check with contrast media showed no abnormalities. The pump was upgraded and the pump segment was replaced. It was unknown if the issue had resolved. The implant dates of the pump and catheter were asked, but unknown. The patient' weight and medical history was asked, but would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8731sc explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the cause of the patient's symptoms were not clear. The serial/lot number and implant date of the catheter was unknown. The model number of the catheter was provided.